Manufacturer narrative:
The customer declined repair of the ventilator by the manufacturer's field service engineer.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the backup battery is depleted. The customer reported there was no patient involvement.